Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted that the lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications, as evidenced by the patient¿s continued use of the liberty select cycler. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being hospitalized on (B)(6) 2026 and diagnosed with peritonitis. The patient¿s pd registered nurse (pdrn) reported the patient is being treated with antibiotics (drug, dose, route, duration, frequency not provided) and remains hospitalized as of (B)(6) 2026. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, hospital records, organism, medication records, causality) were unsuccessful.